Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the tip of the probe broke off. A visual inspection was performed and showed the probe has been used in the field. The tip of the probe is broken from the probe. The tip was inspected under the microscope. The insulation was removed and showed the metal is bent on one side and the electrical wire is torn indicating an excessive force was applied. No other complaints have been issue for this failure. No manufacturing defects were observed. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error.

Event description:
It was reported that during a wrist procedure, when the probe was inserted into the wrist, the tip of the probe broke off into the patient. The broken tip was retrieved from the patient. A replacement device was not needed to complete the procedure. No patient injury or complications were reported.